Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive force can result in device damage. Clinical evaluation was completed and concluded that the x-ray image provided confirms the reported. Based on the limited information provided the root cause of the reported wand plate breakage could not be determined. It is unclear if the device IFU were adhered to, however it does caution that ¿excessive use and/or use above the default set point can result in electrode failure¿ and ¿the wand/controller should be inspected prior to, and periodically during, surgery for any damage as this could adversely impact performance.¿ although the cytotoxicity results report that the device passed cytotoxicity testing and is considered non-toxic, this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. One x-ray image was provided for review and shows a foreign body. Visual inspection under magnification of the wand shows a detached tip of the wand. This includes the spacer with the electrodes. The wand cable and suction line were cut. The device could not be plugged to a controller. The suction was tested using a syringe and performed as intended. The complaint was confirmed. Factors that could have contributed to the reported event include: device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, used at a higher than recommended set point or excessive force applied to the tip. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during surgery, the metal plate of the wand fell off in the patient's soft tissue and could not be recovered. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.